Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type, underwent explantation of devices on (B)(6) 2018 for unknown reason. During explantation, it was noted that there were black filaments inside the right implant. The main reason for explantation is unknown. It is unclear what the material inside the implant is.

Manufacturer narrative:
The device evaluation summary has been updated: during the visual evaluation of the saline-filled silicone breast implant, dark foreign matter was noted to be present inside of the implant within the solution. No damages or leaks were noted during the visual inspection. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Additional analysis was performed after original sample evaluation. A sample of the liquid containing the foreign matter was extracted and analyzed using several chemical and analytical techniques to determine the composition of the material and the solution inside the implant. Based on the data obtained in the investigation, the liquid component of the implant consists of saline solution as intended. Other than the black material, no compounds were detected that would indicate that the implant was filled with any solution other than the physiological saline. In addition, the optical microscopy study evaluation confirmed that the black material present in the implant is biological in nature, specifically a mold. The mechanism by which the mold was introduced into the implant cannot be ascertained. While the mechanism by which the mold was introduced into the implant cannot be ascertained, there are documented case studies in the open literature concluding that environmental factors and surgical technique could result in foreign matter being introduced inside the sterile shell at the time of implantation. Please note that mentor performs 100% inspection of all devices, including sterilization records prior to release and maintains a comprehensive quality assurance (qa) system in compliance with the FDA's good manufacturing practice (gmp) regulations. In attempt to gather the lot number of the sample and details about the original surgery, the original implant surgeon was contacted. No additional information could be attained from the surgeon as the doctor has retired and the records are no longer available. Since the implant lot information could not be obtain, no device history records could be evaluated. It should be noted that mentor saline breast implant shells are manufactured in a control environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Saline breast implant shells are provided deflated and sterile and are filled at the time of implantation. To address any concern with the saline devices currently implanted, a product insert data sheet is supplied with all devices, that contains instructions on how to perform the implantation, including specific filling instructions. All current process controls, bioburden population and environmental monitoring of the controlled manufacturing area were reviewed and determined that there would be no impact the sterility assurance level of finished devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/4/2019 indicating the date of implantation was (B)(6) 1998. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the sample, a dark foreign matter was noted to be present inside of the implant floating in the solution and no damages or leaks were noted in the valve. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. The foreign matter was extracted and analyzed by the microbiology lab using fourier-transform infrared spectroscopy (ft-ir). The overall results from the microbiology laboratory revealed that the foreign matter is primarily composed of biological-based material presumably a fungi specie,however the source of origin of the foreign matter is unknown. As no information was received with regards to the lot number of the sample no history record could be evaluated, however manufacturing process is done in a control environment and the production associates use personal protection gear to avoid contamination or direct contact with the product. It should be noted that mentor performs 100% inspection of all devices prior to release. In addition, saline-filled breast implants are provided sterile. Furthermore, the product inserts data sheet states to use a syringe filled with pyrogen-free, sterile sodium chloride u.s.p. Solution for injection to inflate the prosthesis to the recommended volume. Only sterile, pyrogen-free sodium chloride u.s.p. Solution for injection drawn from its original container should be used. As it is known that bacterial infections may result from contaminated saline, it is recommended that a new sterile saline container be used with each surgery and implant-filling procedure. Saline breast implants are filled with sterile saline through sterile tubing that is connected to an intravenous bag of saline, and through this tubing the saline is drawn up into a syringe via a stopcock transferred into the implant by the tubed connected to the implant¿s valve. This is known as a ¿closed¿ technique as the saline is never exposed to the outside environment, that is the saline solution, the tubing and implant are sterile. However previous methods for filling the saline implants were ¿open bowl¿ technique where the saline breast implants were filled with sterile saline through a tube that was connected to a valve on the implant at the time of surgery. The filling of the implant was done via a syringe with saline solution that was in an open sterile pitcher on the operative field. The syringe would connect to the tubing going into the implant. This would be done multiple times until the implant was filled to the appropriate volume; then the tube would be removed. This open filling technique would potentially expose the sterile saline solution to blood/body fluids. Red blood cells (erythrocytes) are made mostly of hemoglobin, a protein that contains iron. Hemoglobin holds onto oxygen to carry it around through the body. Hemoglobin appears red when fully oxygenated. When red blood cells die, they release the oxygen, turning the hemoglobin dark red or black. Manufacturer¿s reference number: (B)(4).